Event description:
The customer reported that this unit unexpectedly shut down and that the unit failed to power back up either on ac or dc power. There were no leds illuminated. There was no report of pt involvement.